Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat irritation, cough, lung infection and bronchitis since(B)(6) 2017. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation, cough, lung infection and bronchitis related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Internal investigation found an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box and blower seal. Potential mineral deposits or dried liquid spots on the bottom of blower motor and blower box indicating potential water ingress was found. A keratin-like substance was found on the blower box outlet. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.